Event description:
It was reported that patient had wound dehiscence. The spinal cord stimulation (scs) system was explanted. There were no reported complications postoperatively.

Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: brand name: linear 3-4. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: (B)(6). Brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: (B)(6). Brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: no information. Batch: no information. The devices, sc-1232 serial number (B)(6), sc-2352-70 serial number (B)(6), sc-2366-50 serial number (B)(6) were returned to boston scientific. However, per the german medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a returned device. At this time, patient consent for analysis of this device has not been received. Therefore, the device has been archived without analysis. If patient consent is received at a later date, analysis will be completed at that time. The third lead sc-2366-50 serial number unknown, was disposed of by the medical facility.

Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: brand name: linear 3-4 upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7076697. Brand name: linear 3-6 upn: m365sc2366500, model: sc-2366-50, serial: no information, batch: no information. Brand name: linear 3-6 upn: m365sc2366500, model: sc-2366-50, serial: no information, batch: no information.

Event description:
It was reported that patient had wound dehiscence. The spinal cord stimulation (scs) system was explanted. There were no reported complications postoperatively.